Manufacturer narrative:
Emdr section h6, codes b, c, d updated to reflect results of investigation. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the device include, but are not limited to: endoleak.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of a descending aorta aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag/ac) after total aortic arch replacement with the elephant trunk technique. On an unknown date, type iii endoleak from the junction site between two ctag/ac devices and/or a type ii endoleak from the bronchial artery was suspected. On (B)(6) 2023, to treat suspected type iii endoleak, reintervention was performed and an additional stent graft was placed at the junction site. The patient tolerated the procedure. The physician reported that it is not possible at this time to determine if it's a type iii endoleak or a type ii endoleak. If contrast flow will be observed on follow-up imaging, type ii endoleak is more likely.